Manufacturer narrative:
The insulin passed the functional test, including self-test, error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. The insulin pump was monitored for 24 hours, no blank display noted. All operating currents are within specification. No unexpected low battery or off no power alarms noted. No isolated tape damage noted on lcd board. No black circle or icon anomaly noted. The insulin pump was received without battery cap unable to confirm damage. The insulin pump was received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump shut down while he was hunting. The reservoir's screen was blank and there was a black circle next to that. The customer had battery issues and was on his second battery cap. Customer's blood glucose level was 141 mg/dl. The customer was calling back after receiving a new battery cap. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.